Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returning as it is being retained by hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while performing balloon angioplasty with a 5.0mm x 40mm x 80cm armada 35 balloon dilatation catheter (bdc) to treat an unspecified vessel, with inflation pressures ranging between 15 atmospheres (atm) and 22 atm, a leak was observed in the proximal hub of the device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional, and functional analysis was performed on the returned device. The reported deflation issue, leak, and difficulty removing were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received. Dilatation was successfully completed in the mid segment of a non-calcified, 50% stenosed, non-tortuous cephalic vein with the reported 5.0mm x 40mm x 80cm armada 35 balloon dilatation catheter (bdc). However, in addition to noting the leak at the proximal hub, the balloon was unable to be deflated at all and was consequently difficult to remove from the vessel. The device was able to be withdrawn with force applied; no additional intervention was required for removal. There were no issues with unpackaging and no advancement difficulties with this device. No additional information was provided.